Manufacturer narrative:
No report of patient involvement. Date of manufacture is unavailable. A ge healthcare field engineer performed a checkout of the equipment, and the reported complaint was confirmed. The pneumatic assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the unit failed the blower pressure test. There is no patient involvement.